Event description:
It was reported that after a da vinci-assisted ileocecal resection surgical procedure, the force bipolar instrument had a fragment has broken off at the jaw. The procedure was completed with no reports of patient harm, adverse outcome or injury with no delays. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.